Manufacturer narrative:
Med-el (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the patient experienced a post-operative meningitis. A review of the devices sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. During investigation the device operates within specification. This is a final report.

Event description:
The patient was explanted on (B)(6) 2016 due to meningitis. A month after implantation surgery the patient saw her ent specialist for a fever and she had fluid behind her tympanic membrane on the right side. She then underwent pe tube placement. A few weeks after she contracted meningitis and was admitted into the hospital. It was determined that the csf was leaking through the pe tube in the middle ear. There is no plan to re-implant the patient at this time as she is performing well with the contra-lateral device. There is no allegation against the device.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device is to be explanted and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was hospitalized due to meningitis and the implanting physician was notified of the hospitalization on (B)(6) 2016. The patient was due to be released from the hospital on (B)(6) 2016, and is scheduled for explantation on (B)(6) 2016. The patient will not be re-implanted at this time and the possibility of a round window fistula closure was reported.